Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed when removing the vasoview hemopro from the sterile packaging that the rubber coating was peeled back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25126908, 25127792 and 25127615. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed when removing the vasoview hemopro from the sterile packaging that the rubber coating was peeled back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.